Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the bile duct to treat a malignant stricture during a choledochoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with resistance, but it was unable to open even after waiting for 10 minutes. Due to this delay, the stent's second flange was deployed, and subsequently, the stent was removed with a rat-tooth snare. The procedure was cancelled due to device availability, and the puncture site was closed using a plastic stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6); reported here as the address exceeded the character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.